Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported PICC fractured and leaking at 6-7cm mark. Inserted on (B)(6) 2024 and dwelled for 33 days, total length 47cm and exit site marking 3cm, secured with a secureacath. During removal, PICC completely fractured at 6cm mark; PICC retained in upper arm and needed ir to surgically remove it.